Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, keys 9 and 6 on the keypad were found to not be working properly. The reported condition was verified. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. To correct the issue the front door cover will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the six and nine on the keypad of a novum iq large volume pump were not working properly. The event occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.